Event description:
Missing piece.

Manufacturer narrative:
It was reported that "nebulizer missing a blue baffle that goes into the inside that hooks on to the mask. He is unable to get his medicine without it". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.